Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating every time she took out a tampon, it would fall apart inside of her almost like the string was going to detach from the tampon. No injury was reported.